Event description:
It was reported that this insertable cardiac monitor (icm) was stuck to the bandage and was pulled out when the bandage was removed. A new icm will be implanted at a future date. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was stuck to the bandage and was pulled out when the bandage was removed. A new icm will be implanted at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. It can be concluded that expected or well-understood factors most probably contributed to the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned product is not able to provide relevant information. Dehiscence is a known medical risk associated with the implantation of a device under the skin.

Event description:
It was reported that this insertable cardiac monitor (icm) was stuck to the bandage and was pulled out when the bandage was removed. A new icm will be implanted at a future date. No additional adverse patient effects were reported.